Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was inoperable for over a year. As a result, the patient underwent surgical intervention to have their ipg explanted and replaced. Patient now has effective therapy.